Event description:
It was reported to boston scientific corporation that a sensor urological guidewire was used during a cystoscopy procedure performed in 2009. According to the complainant, during the procedure, the pt had a severe stricture. The guidewire was pushed through the stricture and ktp laser was used to ablate tissue. The laser served the guidewire inside the pt. Physician was unable to locate the severed piece of guidewire. The pt's condition at the conclusion of the procedure was reported to be "stable". Approx one month post procedure, the pt was presented with an abscess on right upper thigh. The guidewire was noted to be under the abscess and protruding into the skin on the pt's upper right thigh. Fourteen inches of guidewire was removed from the pt. It is unk if the abscess was due to rash or due to guidewire migration. It was recommended that the pt have open cystotomy, however, the pt chose to seek alternate medical options.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unk. The complainant indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info, a supplemental medwatch will be filed. At this time we are unable to determine the relationship between the device and the cause for this event.